Event description:
Customer reported that insulin was squirting out of the tubing during prime and the insulin pump was beeping. Customer was disconnected during prime. The drive support cap is loose and protruded. Customer also reported she received motor error alarms. Blood glucose value was 50 mg/dl; current value is 318 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.